Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer's blood glucose (bg) level was 34 mg/dl. Customer addressed bg by consuming carbohydrates. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.